Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: crease fold, red particles and stress marks observed on the device. Observed an opening on posterior assessed as surgical damage. Observed a broken device on posterior assessed as fold flaw opening and missing shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right capsular contracture baker grade iii and bilateral replacement from textured to smooth due to the patient concern of the implant. The device has been explanted.

Event description:
Healthcare professional reported, hole non specific on the rga.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., d.9., h.6.

Event description:
Healthcare professional reported a right capsular contracture baker grade iii and bilateral replacement from textured to smooth due to the patient concern of the implant. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.